Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 500fa25 mechanical valve implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported by the patient that they think their device is malfunctioning. The patient stated that they have a bp (blood pressure) cuff and uses it regularly. And for the past two weeks, on and off, their bp reads 45 bpm (beats per minute) and they are symptomatic. The patient said they have some episodes at night where they have had a hard time breathing and stated that they hate to die. Follow-up indicated that the patient's pacer has been checked in office but no other information was available. The device remains in use. No further patient complications have been reported as a result of this event.